Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several pockets/drawers were failed. A field service engineer (fse) logged into station, accessed the hardware test application (hta), opened drawers 4.1 and 4.2, released all cubie pockets, and arranged them in order. The fse powered down the station, opened the back of the main, removed drawer 4, installed the newly shipped drawer, powered the station back on, updated firmware through hta, and replaced all cubies back. The fse then popped open all lids, closed the drawers, rebooted the station, tested the functionality in hta and resolved the issue. The customer logged in, addressed the drawers, and inventoried medications in drawer 4.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, several pockets/drawers were failed. The customer reported that the malfunction caused delay in dispensing of the medication as the manged to retrieve required medication from the tube station. There were no adverse events or injuries reported based on this incident.